Manufacturer narrative:
This information is not available for reporting. Additional device product codes: mni, nkb, kwp, kwq. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter facility address is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, three (3) titanium clickx locking caps did not allow the locking of screws. The surgery was proceeding as usual, and when the surgeon tried to use the locking caps, the locking caps' heads could not be used because the instrument turned and could not secure them. The surgeon used the another locking caps from the set. The procedure was completed successfully with no other medical intervention required. There was no surgical delay and patient outcome was reported as stable. Concomitant devices reported: unknown instrument (part#-unknown, lot#-unknown, quantity-1). This report is for one (1) ti click'x® locking cap for ti 3-d head. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 498.570; lot: l226135; manufacturing site: mezzovico; release to warehouse date: 29.nov.2016. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: complaint condition: it was reported that three (3) titanium click-x locking caps did not allow the locking of screws during an unknown procedure on (B)(6) 2018. The surgery was developing as usual, and when the surgeon tried to use the locking caps, the locking caps' heads could not be used because the instrument turned and cannot secure them. The surgeon proceeded to replace them for another that stayed on loaner sets. The procedure was completed successfully. There was no other medical intervention done. There was no surgical delay. Patient outcome was stable. Customer quality investigation: investigation flow: visual appearance not as expected: device condition: visual inspection performed at customer quality (cq) identified worn and stripped conditions on the locking cap cannulation. Additionally few scratches were observed on top surface of the device. No further issues were noted. The given complaint condition agrees with the returned device condition. Therefore, the complaint was confirmed. Dimensional analysis and document/specification review: relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision) and no design issues were identified. Dimensional analysis was not performed on the cannulation due to post manufacture worn condition of the device. Dimensional analysis performed on the locking cap slots measured the slot to slot length as 9.03 mm (ca 802) that falls within the specification of 9 mm to 9.05 mm per design drawings. Device history record showed this lot of 40 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. A definitive root cause could not be determined based on the provided information. However, the complaint description stating 2 screws having the same mating issue would likely be the result of any unintended improper misalignment. Conclusion: the overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the instrument was ok, the heads of caps didn¿t have the usual shape, therefore the instrument could not lock them as usual.